Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of no water was confirmed. The nozzle was clogged on the insertion tube side, and adhesive was removed from the nozzle. The customer later confirmed the device was reprocessed according to the instructions of use before returning the device for investigation. The following additional findings were also noted: minor scratches on the distal end plastic cover, minor scratches on the insertion tube and insertion tube boot, insufficient water flow and light guide tube has minor scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported to olympus evis exera iii colonovideoscope did not have water flow through the channel when they pressed the air water button. Malfunction was found during reprocessing. There were no reports of patient or user harm. The device was returned, and olympus repair center identified foreign material clogging the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation of the returned device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see correction to e2, e3 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Olympus will continue to monitor field performance for this device.